Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product development investigation result information was inadvertently omitted from medwatch follow-up #1. The additional narrative from the investigation is as follows: the implant holder device, containing the broken off distal threaded portion of the implant holder was received for investigation. The returned instrument was inspected under magnification and the complaint condition of broken tip was confirmed; the fragment was not returned. A definitive root cause was unable to be determined; however the failure mode is consistent with off-axis loading due to cross threading. The technique guide specifically cautions: ¿do not over-tighten the implant holder to the implant. Make sure the implant holder and the implant are aligned to each other and that no cross-threading occurs.¿ the applicable and associated drawing for the implant holder was reviewed. All drawings call out the appropriate dimensions, material and finishing processes for a successful design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an implant holder for a synfix broke off into a synfix implant intraoperatively. It was reported that an implant holder for a synfix broke off into a synfix implant in the wound. All fragments were retrieved from the patient. A piece of the implant holder is still inside of the synfix implant. The surgeon removed the synfix implant and used a different one. A two minute surgical delay was reported in order to open another one for use. There was no patient harm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A review of the device history records was performed for the subject device. The review revealed there were no anomalies or non-conformances generated during product of the subject device lot. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the reported implant holder device (part# 03.809.039, lot# 2240703 manufactured feb2007) is part of the synfix-lr system used for stand-alone anterior lumbar interbody fusion procedures. The applicable technique guides (reference #(B)(4)) were reviewed. Once the endplate is prepared and implant size is determined, the implant size is selected and auto-graft material is packed into its cavities and then inserted using an implant holder device. Instructions are provided for proper use of the implant holder, including the following related indication: ¿do not cross thread the implant holder into the implant. To prevent cross threading, ensure that the implant holder is perpendicular to the implant during engagement.¿ the system also included the option to insert the implant using a quick inserter device 03.802.121. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.